Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse). The customer was instructed to reboot the device which resolved the issue. A reboot was performed by the customer. However, the exact cause for the reported issue could not be established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that device is restricted because the red alarm is not alarming on all the monitors on the floor. The device was in use on patient at time of event, there was no adverse event reported.